Manufacturer narrative:
It was reported that revision surgery is needed for this patient. The reason for revision is due to patient laxity. The original surgery was (B)(6) 2015. The revision surgery is planned for (B)(6) 2021. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that revision surgery is needed for this patient. The reason for revision is due to patient laxity. The original surgery was (B)(6) 2015. The revision surgery is planned for (B)(6) 2021.